Manufacturer narrative:
The lead was used for treatment. The device was in service for approximately 16 years, 7 months before being abandoned/capped on (B)(6) 2019. Therefore it will not be returned for analysis. As a result, the clinical observation could not be confirmed. The device history records were reviewed to confirm that the lead passed all applicable in-process and final inspections before shipping to the customer. The qa petite & petite j in-process & final inspection indicates the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, or pin to tip. The "d" dimension on the is-1 connector is measured and tubing inspection is done. Also a general inspection is done of the following: verify proper application of adhesive, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface. Verify presence of weld spots on connector hull, weld should be smooth and shiny; verify there is no hole in laser weld impression. All serial numbers, is-1 ventri and is-1 atrial should be legible. Verify correct placement of ligature sleeve on lead body; the short tapered end of ligature sleeve is towards the proximal end. Electrodes should be smooth, no residues and free of scratches. Verify there is a silicone transition located on the proximal side of the anode. Using a stiff stylet check for free insertion and retraction of stylet from lead. Insert stylet all the way into the shank of tip to verify no blockage from adhesive into the stylet cavity of the tip. As per petite instructions for use (IFU): it informs the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Lateral lead tip placement in the atrium or perforation of lateral atrial wall may cause phrenic nerve stimulation. Perforation of the ventricle wall may cause diaphragmatic muscle stimulation and also cardiac tamponade. It is difficult to explant a passive lead due to its ingrown distal end. It is recommended to cap the proximal portion off whenever the lead will be left in the heart. Lead related problems include, but are not limited to: cardiac perforation, possible result: periodic or continued loss of sensing and/or pacing. Diaphragmatic muscle and phrenic nerve stimulation; cardiac tamponade. Precautions: the use of the subclavian vein puncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian vein puncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) are not entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. This lead is no longer manufactured. Based on the investigation, a CAPA is not required as no issues related to product manufacturing , quality were revealed. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type.

Event description:
It was reported patient was presented to physician with intermittent capture on the rv lead. They had intermittent capture when tested at 7.5@1.5. They tested in unipolar and had acceptable threshold and sensing. 4.9 mv and 0.75@0.5 impedance 380. The lead was capped and replaced on (B)(6) 2019 due to exhibiting intermittent capture. ECG method was used to confirm lead abnormality. There was no patient side effect reported. Patient outcome is stable. No additional information is available.